Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed orange juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 12 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 7:49:15 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 7:49:15 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 3:28:50 pm date: (B)(6) 2020 iob: 0.91. Time: 3:37:06 pm date: (B)(6) 2020 iob: 2.50. Time: 4:47:10 pm date: (B)(6) 2020 iob: 2.06. Time: 6:30:01 pm date: (B)(6) 2020 iob: 0.47. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 44 was recorded at 05:20:21 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 44 was enunciated at 05:20:21 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 03:15:21 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 03:15:21 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 5:10:22 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 5:10:22 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 11:48:12 am date: (B)(6) 2020 iob: 0.76 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 7:05:23 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 7:05:23 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 6:22:30 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 6:43:27 pm date: (B)(6) 2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 7:25:23 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 7:05:23 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 6:22:30 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 6:43:27 pm date: (B)(6) 2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 53 was recorded at 2:15:24 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 2:25:23 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 11:50:53 am date: (B)(6) 2020 iob: 0.81. Time: 1:54:53 pm date: (B)(6) 2020 iob: 1.66. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 12:19:30 pm date: (B)(6) 2020 iob: 1.33. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 42 to 52 mg/dl were recorded at 03:45:23 am to 03:55:25 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 42 was enunciated at 03:45:23 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 12:15:24 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 12:15:24 am on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 6:47:32 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 9:33:41 pm date: (B)(6) 2020 iob: 0.24. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 05:45:25 am to 06:00:24 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 05:45:25 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 40 to 53 mg/dl were recorded at 2:40:24 pm to 2:50:25 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 2:40:24 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:28:52 pm date: (B)(6) 2020 iob: 0.98. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 09:20:29 am on (B)(6) 2020. Continuous glucose monitor (cgm) value of 48 was recorded at 09:45:30 am to 09:50:30 am on(B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 09:20:29 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.